Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the subject device was not returned for evaluation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning is performed immediately (less than 5 minutes) after procedure and the automated endoscopic reprocessor (aer) used is medivator advantage; the detergent used is rapicide 1 and the disinfectants used are rapicide 2 and pa. The instrument/suction channel was aspirated and flushed with water (until the aspirated water becomes clear), the auxiliary water channel was flushed with water, and the air/water channel was not flushed with water and air by using mah-948, and the forceps elevator was moved to raise and lower 3 times in the water during aspiration. The air/water channel and balloon channel were not flushed with water and air by using maj-1444 (air/water valve) and maj-629 (air/water channel cleaning brush), and the aspiration was not done with either the first or second position of the suction valve. All reprocessing accessories were without defects, a leak test was performed in accordance with the instructions for use. The manual detergent used is mediclean forte; the instrument/suction channel, suction cylinder, instrument channel port were all checked for the brushed points; the air/water channel, the instrument/suction channel and the auxiliary channels were flushed. The detergent was aspirated through the instrument/suction channel, the brush was inserted into the instrument channel from the suction channel, and the forceps elevator was brushed; the distal end was also brushed with the channel-opening brush and maj-1888 (single use soft brush). The flushing was performed in accordance with the instructions for use, the forceps were operated (up/down) in the detergent solution, and the forceps elevator was flushed appropriately. The distal end was not flushed with maj-2319 (distal end flushing adapter). The storage practice is placing the scope a drying cabinet for a maximum of 30 days (until the next procedure), and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. After many reprocessing cycles, the endoscope eventually tested negative; therefore, the device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus microbiologist reported (on behalf of the customer), that during routine testing and following reprocessing, the evis exera iii colonovideoscope tested positive for 1 colony forming unit (cfu) per 20 milliliters (ml) of staphylococcus pasteuri and greater than 100 cfus per 20 ml of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.